Manufacturer narrative:
The main component of the system and other applicable components: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced tenderness and redness at the battery and lead site. The rep stated that they were informed on the day of the report that the doctor had informed the patient that she had an infection and that she would be explanted. It was indicated that the patient was satisfied with the stimulation but the doctor wanted to have the system explanted. The surgery was scheduled for (B)(6) 2016. The patient status at the time of the report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.